Event description:
Device malfunction: difficult to deploy thumb advancer, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during the thumb advancer deployment, resistance was encountered caused by tissue compaction. The clip delivery button deployed the clip on the second attempt in subcutaneous tissue, which was removed with hemostats. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Reportedly, the access site preparation and user technique caused the clip deployment mislocation. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.